Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation; however medical records were provided and reviewed. Therefore, the investigation is confirmed for filter detachment, difficult to remove, perforation and is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation, detachment, tilt and difficult to remove. The information was received from one source. This malfunction involved one patient with no patient consequences. The (B)(6) year old female patient was (B)(6) lbs.